Event description:
It was reported that during a follow up in clinic, myopotential oversensing was noted on the device. Provocative testing was performed and the myopotential oversensing was unable to be reproduced. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.